Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is using an implant that was too long or placing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient presented to a different surgeon sometime after the initial surgery with complaints of right side nerve pain. The surgeon determined that the most cranial positioned right-side implant had breached the neuroforamen. In (B)(6) 2017, the surgeon removed the cranial implant. No other implants were adjusted or removed. The status of the patient following the revision procedure is not known.